Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device manufacture date: monitor: 05/14/2011. Electrode belt: 02/14/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was improper response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced a defibrillation event consisting of two treatment shocks. Supraventricular tachycardia (svt) at 230 bpm contributed to the false detection. The first defibrillation was delivered at 17:42:13. The post shock rhythm was vt at 220 bpm. The response buttons were used after the first treatment was delivered between 17:42:30 and 17:43:19. The second treatment was delivered at 17:44:04. The rhythm at the time of the treatment was vt at 220 bpm. The post shock rhythm was svt at 230 bpm. The response buttons were pressed intermittently during the event but not immediately prior to either treatment shock. The patient was reported to be conscious and working on mechanical equipment at the time of the event. The patient went to the hospital following the event and continued use of the lifevest.